Manufacturer narrative:
Unit received with unresponsive act buttons due to corroded lcd board. Unable to verify motor error alarms due to unresponsive buttons. Motor received with corroded motor home switch. Unit received with cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 88 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.